Event description:
It was reported that this system exhibited jumpy and varying pacing impedance measurements on the right ventricular (rv) channel. A review of the device data identified two red alerts had been generated due to the measurements exceeding 2000 ohms. The patient's system consists of this boston scientific implantable pulse generator (ipg) and a competitive rv lead. A boston scientific technical services consultant discussed potential reasons for the clinical observations and troubleshooting techniques. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).